Event description:
Mother is (B)(6) y/o, (B)(6) weeks and (B)(6) days who presented to (B)(6) to be induced due to late pregnancy with preeclampsia. Anesthesiologist, dr (B)(6) obtained informed consent for epidural catheter insertion and timeout was done, the pt was prepped and draped in the sitting position; 5 cc of 2% lidocaine was injected subcutaneously at l3-l4. A 17 g epidural needle was advanced without difficulty at approx 7cm on the first attempt. The epidural catheter was advanced into the epidural space without difficulty to approx 15cm. The needle was removed and the epidural catheter was attempted to be pulled back to 12cm. The md met anticipated mild resistance pulling the catheter back, when the resistance was abruptly lost upon pulling back the catheter and a fractured catheter was removed with approx 3 cm of the plastic tip remaining inside the pt. The pt was immediately notified as to the occurrence by the md, and it was decided to not attempt another epidural placement and to proceed with IV analgesia. Neurosurgery was consulted, a CT was done, no emergent intervention needed, the pt decided to evaluate options as an outpatient. Risks / benefit discussed with pt. The pt and family verbalized understanding. Immediately after the event the epidural kit was sequestered, all flextip plus epidural kits with that lot numbers were removed from use and replaced. The MFR was notified. The flextip epidural catheter kit remains sequestered and the facilities legal counsel has been notified as well. Teleflex ref # (B)(4). Date of event: (B)(6) 2019. Date reported to teleflex: (B)(6) 2019. Product: ak-05502 - epidural catheterization kit, lot/serial: (B)(4). Customer ref: (B)(4). Reported: epidural catheter removal difficult.